Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
Customer reported the unit does not charge. Service noted that there was thermal damage in the form of a burn on the power supply board.